Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the mean gradient of the aortic valve was 44mmhg. The valve was implanted with aortography showing an implant depth of 4mm on the non-coronary cusp and 5mm on the left coronary cusp. The mean gradient after the valve was implanted was decreased to 7mmhg. The mean gradient at the four-year follow-up appointment was 9 mmhg. At the five-year follow-up appointment, an echocardiogram showed a significant increase in the mean aortic valve gradient at 28mmhg with an increase in the peak aortic velocity. The patient remained asymptomatic and no treatment was provided. Additional information received indicated that approximately 6 years and 3 months following the implant of the valve the patient presented to the emergency department (ed) with cough, shortness of beath, and chest tightness for the past week. Acute on chronic systolic heart failure was identified. Two days following presentation, an echocardiogram identified an elevated prosthetic gradient. As reported, this was suggestive of ¿significant¿ aortic valve stenosis, along with mild to moderate periprosthetic regurgitation. Medication was required. While hospitalized, 10 days following ed presentation, this transcatheter valve was surgical removed and a non-medtronic surgical valve was implanted. The patient did well and was discharged to an acute rehabilitation facility due to a living situation. The event was reported as resolved with no sequelae. No additional adverse patient effects were reported.